Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had insulin leak from their insulin pump. The patient's blood glucose level was unknown. The caller was the customer's mother who stated their daughter never had issues with the infusion pump coming off before. The mother stated that they will call back with the lot number and to further trouble shoot the insulin pump. No further information was provided.